Event description:
As reporter by the user facility (translation of sales organization (B)(4)): "the pump did not follow the flow (ml/h) determined in advanced. The pump was programmed to infuse the 45ml/he norepinephrine, after 2 hours of infusion observed that the drug had not completed the infusion. The drug was diluted in 100sf. Attention: there was no audible alarm in no time. MFR ref # 9610825-2013-00222.